Event description:
It was reported that the patient underwent an ipg replacement procedure due to high charge burden. The patient was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.